Event description:
Patient was revised to address eccentric wear of the liner. In addition, the xray showed potential osteolysis around the stem. The stem was also reported to be loose at the cement/bone interface; however, competitor cement was used at the time of original implantation.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Patient was revised to address eccentric wear of the liner. In addition, the xray showed potential osteolysis around the stem. The stem was also reported to be loose at the cement/bone interface; however, competitor cement was used at the time of original implantation. Doi (B)(6) 2000 - dor (B)(6) 2013 (left hip). The device associated with this report was not returned. A complaint database search finds no other reported incidents against the provided product and lot combination since its release for distribution. Requests for additional investigational inputs were made in accordance with (B)(4). A pre-operative x-ray was obtained confirming the report. Although not returned, it would not be unreasonable to find poly material wear after the length of time reported as implanted. Based on the investigation the need for corrective action is not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.